Event description:
It was reported that the customer's pump would not turn on. The customer's blood glucose level was impacted. Customer had an x-ray with the pump on a few days prior.

Manufacturer narrative:
The t:slim user guide states that the t:slim pump should be taken off and removed from the procedure room during an x-ray, computed tomography (CT) scan, magnetic resonance imaging (MRI). Or other exposure to radiation. The device has been received for eval. However, device eval is not yet complete. A supplemental report will be submitted upon completion of eval.